Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4). The other reported event is captured in mw report # 3011649314-2026-00643.

Event description:
On 04/06/2026, it was reported that dr. (B)(6). Stated that the anchors on the silent nite device keep breaking. The doctor was advised to swap products. She will review the other glidewell appliances and provide notification on which model to proceed with for a replacement. Additional information received reported that the anchors broke while the male patient was sleeping. The date of event was no recorded. There was no injury or adverse event experienced by the patient and no medical intervention was required. No additional product information was available on the second device reported silent nite device.